Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref (B)(4)) lot 1229291 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lot 1229291 was manufactured according to specifications and met performance requirements. Customer reported multiple positive results for the n1 target while using multiple lots of the bd sars cov-2 reagents for bd max¿ system, that gave negative results when repeated with the genexpert assay. The customer provided the database from instrument ct2278 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd max sars-cov-2 reagents instruction for use. Analysis of the database shows that the rate of n1 positive results varied in time and increased to up to 3.7% in september 2021. At least 4 different kit lots were used in september, suggesting that the increase is not linked to a specific kit lot. Manual pcr curve adjudication of the samples tested between september 17th and october 5th 2021was conducted. Among the 51 n1 positive samples, 48 of them show that the pcr curves look like late and low, but true amplification for n1 target, without amplification of the n2 target, indicative of true positive results. Package insert specify that amplification of either one of the sars cov-2 targets, or both, is considered a positive result. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Analysis of the curves of the 3 remaining n1 positives samples (run 728 b10, run 743 a7 and run 791 a6) show a step dislocation in the raw pcr signal, generating positive results. It is unlikely that such step dislocations are due to true amplification, but no root cause could be identified. Customer mentioned that the n1 positive results obtained with the bd sars-cov-2 reagents assay gave negative results when retested with the genexpert assay. It must be noted that this other assay does not detect the n1 target. Therefore, the customer cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents assay. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves is a conservative assessment of the data. Finally, complaint text mentioned that following environmental monitoring, the instrument¿s pipette head gave a n1 positive result suggesting that the cause of the customer issue may be due to a contamination. Based on investigation, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 reagents lot 1229291. The root cause was not identified. Note that a contamination issue at the customer site can explain the discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing for sars-cov-2 false positive results for n1 were obtained. Confirmatory testing was performed using pcr test method and the results were negative. Results were not reported and there was no patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer reports multiple n1 positive samples while using multiple lot of cat 44500301.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 false positive results for n1 were obtained. Confirmatory testing was performed using pcr test method and the results were negative. Results were not reported and there was no patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer reports multiple n1 positive samples while using multiple lot of cat 44500301.